Event description:
The device was set to externally pace the pt at 60 ppm and output current of 15 ma. The device failed to pace the pt. The pt was resuscitated. The facility indicated there was no adverse affect to the pt resulting from the reported discrepancy.